Event description:
On (B)(6) 2010, use of membragel, 0.8 ml article number 070.101, batch y6371 and straumann bone ceramic, bone ceramic, bone ceramic, 0.4-0.7mm, 0.25g, article 070.203, batch y8040. Clinician reports on (B)(6) 2011 after using membragel and bone ceramic, the pt had swelling pus, loss of membragel, on (B)(6) 2011, infection was treated with unknown - everything ok.

Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.